Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they were experiencing problems with the device yesterday. Pt mentioned they were in the hospital yesterday and called the healthcare provider (hcp) , pt was told to call the manufacturer to see if there's any report or changes. Agent asked if the hcp was referring to a manufacturer representative (rep) and reviewed reps role on therapy settings. Pt will contact the rep directly. Additional information was received from the healthcare provider (hcp). Hcp stated it was unknown whether the device was causal and contributory with respect to the pt being in the hospital. Hcp said they had tried disconnecting the battery, turning the device off, and turning stimulation down to half, but nothing helps. Hcp said the pt had extreme spasms and tingling in both legs. Hcp said the pt reported getting an "error" message. Hcp stated the implant was currently kept off due to malfunction and it was not being used at all for therapy.